Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had an open sore on his back under the therapy electrodes. The patient's physician advised the patient to apply a cream to the irritation. The patient reported that his home health nurse was applying the cream. Follow-up attempts were unsuccessful. The medical outcome of the sore is unknown.